Event description:
Medtronic received a report that during the treatment of a c7 segment thrombus in the internal carotid artery, after the microcatheter was positioned, the sab-6-20 stent was delivered into the microcatheter (rebar27). However, the stent could not be pushed distally. Upon withdrawing the stent, it was found that the tip of the stent delivery rod was kinked. A new stent was used instead to successfully complete the procedure. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. There was resistance during the procedure during delivery. The vessel was severely tortuous. The resistance was in the distal section of the catheter. The patient was undergoing surgery for treatment of ischemic stroke located in the c7 communicating segment of internal carotid artery. It was noted the patient's vessel tortuosity was severe. IV tissue plasminogen activator (tpa) was not contraindicated. There was 1 pass with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received . The cause of the resistance and kink was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Updated: b5, d4, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.